Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Revision of left shoulder due to pain and halo behind baseplate.